Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at the ipg site. Patient was prescribed oral antibiotics. Surgical intervention was also undertaken on (B)(6) 2022 where the ipg was explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated surgical intervention did not take place and patient's ipg was not explanted on (B)(6) 2024.

Manufacturer narrative:
Corrected data: d6b - no date of explant.

Manufacturer narrative:
Corrected: date of explant.

Event description:
Additional information indicated the ipg was explanted on (B)(6) 2022 to address infection.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.